Manufacturer narrative:
(B)(4). Other device used: catalog #00801803602, versys hip femoral head lot #62171407 manufactured by zimmer b.v., (B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to pain and trunionosis metallosis.

Manufacturer narrative:
The m/l taper kinectiv neck and versys femoral head were returned for review. Black debris was noted on the head and neck tapers. The dimensions were found conforming to print specifications where measured. The debris was semi-quantitatively analyzed under sem using eds. It was determined that the debris reveals foreign elements of carbon, oxygen, titanium, and calcium. Review of the device history record report show no deviations or anomalies were noted in the manufacturing process for this lot. The reported devices are used for treatment. Review of the complaint history identified no previous complaints for the part lot combination based on the complaint category. The femoral head and neck were found to be compatible; however the compatibility of all the components cannot be confirmed since the part number for the shell, stem and liner are unknown. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided. Device history records review for lots 61781668, 62171407, and the devices have been manufactured, inspected, sterilized and packaged in accordance to the zimmer quality procedures at the time of manufacture.